Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient couldn¿t feel stimulation beginning last week. The rep reported that there were no falls or issues per the patient. The rep reported that they tried to turn stimulation up and the patient couldn¿t feel it. The rep ran impedances and the 0-7 lead were all greater than 10,000 ohms. The rep reported that when they ran the impedance check contacts 10, 12, 13, 15 were the only contacts less than 10,000 ohms. The rep programmed around the contacts that were high impedances and was able to get stimulation in low back for the patient. The rep reported that an appointment was made for follow up with the physician to determine the next steps regarding possible lead revision. No further complications were reported.